Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. The cd was received with the complaint devices and it can be confirmed that both the implants deployed at once when the grey trigger was pulled. The first needle has both implants in deployed position inside the silicone tube still intact on the needle. The second needle appears new and not used. The associated applier was not returned with the needles. From past investigations, this type of failure has been noted when main pusher rod is bent upwards, due to the interference of the bent pusher rod with the 2nd implant during deployment, this bent rod will push the 2nd implant and 1st implant from the needle, thus deploying both implants at once. Without the applier, it cannot be confirmed if the main push rod is bent leading to this failure. This failure is associated with the applier rather than the needles. A batch record review has been conducted and the results indicate that this batch of product was processed without incident. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A root cause cannot be determined at this point from the information provided. Based on the overall complaint rate, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that both implants inside the needle on the omnispan meniscal repair system, w/ 12 degree needle, ea device moved in forward position on the first squeeze of the large dark gray lever. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.